Manufacturer narrative:
The investigation determined the reported value of 34.4 sec corresponds to 2.8 inr, which is a typical value for patients under therapy with anticoagulants. The customer was assisted with changing the unit of measure on the meter from seconds to inr. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: quick (%q) and seconds (sec). In the u.s. The most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. The reporter believed it may be more than 15 seconds between fingerstick and blood application to test strip and they have to squeeze the finger a lot. Product labeling states: do not press or squeeze the finger and after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test. Product labeling for error 8 states: an error occurred during the internal diagnostic test. Turn the meter off and remove the batteries. Wait at least 1 minute before re-inserting the batteries into the battery compartment. Re-set the date and time as described in the meter setup section of this manual. Caution: the date and time must be set correctly. Product labeling for error 6 states: the test strip was touched or removed during the test. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Product labeling for error 5 states: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. The meter and strips were not requested for return as the strips were all used. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Reporter occupation was patient/consumer.

Event description:
The initial reporter contacted technical support for assistance with error messages and setting the unit of measure on coaguchek xs meter serial number (B)(4). The meter result was 34.4 sec. The therapeutic range was 2.0-3.0 inr and the patient tests every few days.